Event description:
During anterior cervical diskectomy, the neurosurgeon was placing peek spacers and anterior plate screws. The tip of the revision driver draw rod broke off in the screw. Screw and all parts of draw rod removed, no patient harm.